Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, the gel content was observed to be discolored. Additional testing was performed to determine the root cause of the unusual coloration, however the identification of it was not possible since the pdms (silicone) material of the implants avoided the chemical interpretation. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient-elected surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 275cc. The patient elected to undergo removal and replacement with larger implants. During explantation on (B)(6) 2019, the doctor noticed both implants were discolored. The patient was replaced with mentor memorygel breast implants 350cc, catalog number 3503501bc, serial number (B)(4) (l) and serial number (B)(4) (r). This report is for the right side.